Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. Analysis of device memory noted a high power consumption condition and also noted the device recorded atrial fibrillation (af) episodes with misaligned markers. The issue was felt to be consistent with a timing issue on the telemetry chip and boston scientific technical services (ts) noted that a subsequent telemetry session should have corrected the issue. Ts also noted that the misaligned markers would have prevented the device from successfully detecting and treating an arrhythmia. Additional information was received that a remote interrogation was completed by the patient and noted the device still appeared to be showing the battery depletion message. Ts recommended an in clinic interrogation for further evaluation. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. Analysis of device memory noted a high power consumption condition and also noted the device recorded atrial fibrillation (af) episodes with misaligned markers. The issue was felt to be consistent with a timing issue on the telemetry chip and boston scientific technical services (ts) noted that a subsequent telemetry session should have corrected the issue. Ts also noted that the misaligned markers would have prevented the device from successfully detecting and treating an arrhythmia. Additional information was received that a remote interrogation was completed by the patient and noted the device still appeared to be showing the battery depletion message. Ts recommended an in clinic interrogation for further evaluation. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.